Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine (1 mg/ml, 0.3798 mg/day) via intrathecal drug delivery pump for spinal pain. It was reported that a programming error occurred related to a bridge bolus. The programmer shut off two different times while attempting to update the pump. When the hcp tried to interrogate the pump again the programmer said "stop pump." The bridge bolus information was lost after the second time the programmer shut off. A modified bridge bolus was performed using the priming bolus. Troubleshooting resolved the event: the hcp was able to successfully program the pump to the desired settings and complete an update while on the call. There were no reported symptoms. The patient's morphine concentration was updated to 5 mg/ml. No further complications were reported.